Event description:
Received information stating customer received an occlusion alarm. There was no reported impact to customer's blood glucose level. Reportedly the infusion set had been in use for three days.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR wil be submitted.